Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer has to press act button for multiple times or really hard to activate. Customer¿s blood glucose was unknown. Customer stated that insulin pump has lost time, date during battery change, had random no delivery alerts, insulin pump has to rewind and start over. Insulin pump will not be returned for analysis.